Event description:
The customer reported that she experienced high bg's (greater than 500 mg/dl) four hours after applying a new pod. She administered a bolus and checked her bg's eight hours later, but her levels were still high; she removed and replaced the pod at this time. Upon inspection of the pod, she noticed that "the cannula was not visible at all". The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a manufacturing error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.